Manufacturer narrative:
The model and serial number have not been provided. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6) . A serial readout has been requested for evaluation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 mast roller pump displayed an error message during use and following completion of the procedure. There was no report of patient injury.